Manufacturer narrative:
The customer stopped responding to customer service during the chat. The customer was contacted by a complaint handler on multiple occasions, to get additional information, with no response as of the date of this report.

Event description:
On (B)(6) 2025, the customer alleged to medela llc while using her pump in style hands-free breast pump, her pump stopped suctioning. The customer also alleged she developed an abscessed infection.